Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was an episode of oversensing. The far p waves were being over sensed on the ventricular channel. No programming changes were made. The patient was in stable condition.